Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3889, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence; the trial began (B)(6) 2018. Patient stated that he believes the lead wire may have moved. He thinks it happened either when he was lifting himself in or out of his wheelchair. As a result of what was reported, they were redirected to their healthcare provider (hcp). The patient alleged the device was no longer working as of 11:30 am on (B)(6) 2018, and was at the hcp office to have the device checked. No patient symptoms were reported and no further complications have been reported as a result of this event.